Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing at the user facility that the o-ring of the device was missing. The missing o-ring can lead to possible exposure of the non-sterile battery to the sterile field, but that did not occur in this case. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.